Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: d4 expiration date and UDI; d9; g3; h2; h3; h4; h6. The following sections were corrected: d4 lot. Visual examination of the returned product identified the ring installed in the shell has been bent. The chamfer of the ring is in the correct position. The ring was removed for further evaluation finding that it also has damage to the underside of the component. The returned liner had multiple circular indentations to the outer diameter. Dimensional analysis of the products determined that the products, where measured, were conforming to print specifications. Review of the device history records identified no deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause cannot be determined. Complaint of bent ring is confirmed based on evaluation of the returned product, however it is unknown when ring was bent. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information is available at the time of this report.

Event description:
It was reported that the liner could not be inserted into the cup. It was noticed that the locking ring on the cup was bent. It was not possible to determine if the locking ring was bent during liner insertion or was bent from the beginning. A different product was used to complete the procedure. There was no known impact or consequences to the patient. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). G2: foreign ¿ japan. The customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.